Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v675651, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had pain due to an abscess in their middle lower back that was the size of a pea. It was stated the patient had cellulitis that occurred prior to their second visit to the emergency room. It was noted they discovered a staph aureus infection and the patient was admitted to the hospital on (B)(6) 2012. The patient went to the emergency room on (B)(6) 2012 for incision and drainage and then again on (B)(6) 2012 when the pain did no subside. It was noted the patient was discharged on (B)(6) 2012. Reportedly the patient also had incision and drainage done on (B)(6) 2012 as well and the patient was prescribed bactrim, norco, clindamycin, and had an IV of clindamycin. The patient also had an abdominal ultrasound and CT on their lumbar spine done. It was noted this was a new illness or injury and it was an ongoing event. It was later reported the patient¿s issue resolved without sequelae on (B)(6) 2012 and they were given instructions to clean and pack the wound and were discharged home on antibiotics. Additional information stated it was an ongoing event.